Event description:
The initial reporter contacted shiley to report that the pt's bjork-shiley conical disc mitral heart valve was replaced "possibly due to a leak." Subsequent info received from the pt's surgeon which indicates the pt's prosthetic valve was replaced due to mitral regurgitation and a perivalvular leak. The pt survived the surgery.